Event description:
Information received indicates the siderail latch function broke during an in-service preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.